Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 78-year-old male patient for elective placement. The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the team received notification that purge pressure was blocked. The interventional cardiologist (ic) contacted the local team, reporting that purge pressure system block (ppsb) had been administered prior to the event. Tissue plasminogen activator (tpa) lysis had already been discussed and was applied; following the ic call, lysis was initiated. Updates from the local team indicated that the first tpa solution had almost fully infused, and a second tpa lysis solution was planned as purge flow had increased again (pf 5.3 ml/h, pp 586 mmhg) but had not yet returned to the pre-event range (approximately 11 ml/h). On follow-up, purge flow and pressure were back in range (pf 5.8 ml/h, pp 550 mmhg), and the ICU physician planned to use a second dose of tpa lysis to achieve the original purge flow values (10¿11 ml/h). Later, purge flow and pressure fully recovered (12 ml/h, 445 mmhg), and no further issues with the purge system were noted. Tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The pump was explanted and the patient survived to explant.

Manufacturer narrative:
Additional information was received and noted the following: the application of the tpa did not have any negative impact on the patient outcome (bleeding/anticoagulation issues etc.). The impella 5.5 was been removed on and is unavailable for inspection.